Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgery was extended one and half hour because the cap o the screw was round instead of hexangular as defined.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the head is round instead of hexagon. A complaint history shows one prior complaint with the same failure mode and no other complaints with the same lot number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation determined this is an isolated event. No additional actions are being taken at this time.